Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine check. Upon interrogation, multiple non-sustained right ventricular oversensing episodes due to post paced t wave oversensing was noted. The device was reprogrammed. The patient was stable.